Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
225021 vapr iii pump. No patient harm. Delay less than 15 minutes . Surgery completed with another vapr iii unit. Error 200 ref: 24. Customer owned unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. Unit displayed 200 ref 24 error because of a damaged rf board. The complaint can be confirmed. The rf board was replaced to address the issue. Scratched top plate, base plate and fascia were replaced. The vfd, fascia label and membrane panel were replaced along with the fascia. 2 missing mounting feet and 4 torx screws were replaced as well. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that three concession has been opened. This concessions are not relevant to this complaint condition. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
225021 vapr iii pump. No patient harm. Delay less than 15 minutes. Surgery completed with another vapr iii unit. Error 200 ref: 24 . Customer owned unknown.